Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the drill bit broke. All broken pieces were retrieved.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: customer had microfx drill bit break going into bone. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: excessive force applied on drill, running drill in reverse, drill is started/stopped while in bone, or hard bone. The reported failure mode will be monitored for future reoccurrence. Mfg date: manufacture date is not known.

Event description:
It was reported that the drill bit broke. All broken pieces were retrieved.